Manufacturer narrative:
Additional manufacturer narrative: images received via (email), with no patient identifier or date of acquisition in the image, do not allow for evaluation in relationship to this event.

Manufacturer narrative:
Corrected data: date of event.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following information was reported to gore: on unknown date (approximate one year ago), the patient had a gore acuseal vascular graft for shunt construction implanted. On an unknown date, at another hospital, the patient underwent multiple pta ballooning to treat stenosis in the vascular graft ¿ venous anastomosis site (reportedly, about five times). On an unknown date, echography revealed, according to the doctor, the outer layer (ptfe) and middle layer (silicone) of the device appeared to be delaminated several centimeters from the vein anastomoses where it was thought to have undergone multiple pta ballooning. It was reported that the end of the device appeared to be fixed with a thread and it seemed there was no particular delamination on that end. The physician is monitoring the patient.